Manufacturer narrative:
Multiple attempts were made to follow up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, this complaint will be reopened and re-evaluated accordingly.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 15dec2020.

Event description:
The customer reported error proximal pressure sensor calibration data error machine and proximal pressure sensors failed. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.